Event description:
It was reported that a venotomy closure of the right common femoral vein was attempted using two proglide devices related to an unspecified interventional procedure. Reportedly, a suture break occurred during deployment with both proglide devices. An additional proglide device was used to achieve hemostasis. There was no adverse patient sequela and no reported clinically significant delay in the procedure or therapy. No additional information was provided.

Manufacturer narrative:
Manufacturer's investigation is still pending at this time. Results and conclusions will be provided in the final report. The additional proglide device referenced is filed under a separate medwatch report number.

Event description:
Additional information: return device analysis identified a sheath separation with the first proglide device ( (B)(6) ). Attempts for follow-up with the account on when the separation occurred were unsuccessful. No additional information was provided.

Manufacturer narrative:
Analysis was performed on the returned device. The reported suture separation was confirmed. The sheath was separated distal to the guidewire exit notch. Scanning electron microscopy (sem) was performed for further analysis. Based on the returned device analysis and sem analysis results and determined there was not indication of a product quality issue. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history did not indicate a lot specific quality issue. The observed sheath separation was not reported and most likely resulted due to post procedure handling or manipulation. The reported suture separation and subsequent treatment appear to be related to an interaction of the device with patient anatomy or suture pulled until it breaks due to circumstances of the procedure. Based on the information reviewed, there is no indication of a product quality issue with respect to manufacture, design or labeling of the device.